Manufacturer narrative:
Cracks were observed in the top housing. The download data indicates the device ran to an alarm. Inspection of the device found that the hook talons were failing to advance the ratchet gear and slipping over the ratchet gear teeth. Damaged ratchet gear teeth were determined to have caused the failure to detent hook. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) values reached 280 mg/dl. The nurse had given a corrective bolus of 1.5 units at snack time and then 1.5 units at lunch. Mother does not think that her daughter was receiving her temporary basal or her bolus which is why her levels went so high. The pod started to alarm. Patient treated with injection of 3 units of insulin and the pod was replaced.